Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with a home therapy pd registered nurse (pdrn) revealed the patient presented to the outpatient home program in (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The pdrn reported during a home evaluation in october it was discovered the patient¿s caregiver was no longer helping the patient set-up during the evening, and the patient was attempting to perform ccpd herself. The patient has physical limitations which prevented her from performing proper aseptic technique, which led to the peritonitis. The nephrologist decided to convert the patient to hemodialysis for the patient¿s safety. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).